Manufacturer narrative:
Corrections in d4: UDI number, g1, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the plate is bent and has gouge marks. Root cause: a definitive root cause cannot be determined with the information provided. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an roi-c plate was difficult to install then bent and a cage broke intra-operatively. They were both removed and replaced to complete the procedure without patient impacts. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2023-00032.

Event description:
It was reported that an roi-c plate was difficult to install then bent and a cage broke intra-operatively. They were both removed and replaced to complete the procedure without patient impacts. This is report one of two for this event.